Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. A corrective and preventative action has been initiated.

Event description:
During service by baxter technician the device failed accuracy test with under delivery. No record of any patient incident involving the pump since th last baxter service event.